Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being currently hospitalized for high blood glucose of 746mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Customer indicated that a diabetes representative will come to the hospital to train them on the pump. Troubleshooting also spoke to the customer's nurse who indicated that the pump was stuck in the rewind process and the pump was out of insulin. The nurse also indicated that the customer did not change their site for 6 days instead of the recommended 2 to 3 days. No further assistance was necessary and no further details given.